Event description:
It was reported during dual chamber pacemaker implant testing, the right atrial (ra) lead's impedance was consistently high and out of range, and there was no capture noted. The rv lead was not used and a new one was implanted. Patient was stable before, during and after the procedure.